Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Performed the pre-fill test to the reservoir and no air bubbles or leaks were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Ran basal, bolus leaking tests and no air bubbles or air bubbles were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the reservoir leaked past the second o-ring. Customer's blood glucose level was 151 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.